Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted in 2003 and removed in 2008, but the leads remained. The explant was because the system didn't control the patient's pain. It was noted that the patient had an incision mark, and the hcp assumed the leads were likely around the twelve thoracic vertebrae (t12) to t8/t9. The ins was removed in (B)(6) of 2008, and the patient had a lumbar MRI in (B)(6) of 2008. The hcp was not aware of any issues with that MRI, and was looking to perform another lumbar MRI for the patient. No further complications were anticipated.